Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm was not loud enough to hear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.